Event description:
Name of procedure being performed: "diagnostiv laparoscopy" detailed description of event: limited information available at the time of report. Retrieval bag broke when trying to retrieve specimen. Opened another cd004 to retrieve the specimen. The device is available to be returned. Additional information received via email on (B)(6)2019 from [hospital] inventory control coordinator: the name of the procedure being performed was diagnostiv laparoscopy. There was no patient injury. The patient status is good. The bag film broken, "unraveled". The specimen was not within the bag at the time of bag breakage. The bag did fragment. The fragment was retrieved from the patient. During the use of the inzii, there were no other instruments being used. The bag broke after entry into the adomen after going through the port. The port site was enlarged prior to the bag break. The port site was not enlarged or held open with an instrument such as a clamp. There are no photos available of the device, the device can be returned to company. Patient status: good type of intervention: opened another cd004 to retrieve the specimen

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag. As the tissue bag was not returned with the event device, engineering was unable to confirm the complainant¿s experience of a broken bag. In the absence of the tissue bag, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit returned for evaluation. A follow-up report will be provided upon completion of the event.

Event description:
Name of procedure being performed: "diagnostiv laparoscopy". Detailed description of event: limited information available at the time of report. Retrieval bag broke when trying to retrieve specimen. Opened another cd004 to retrieve the specimen. The device is available to be returned. Additional information received via email on 11nov2019 from [hospital] inventory control coordinator: the name of the procedure being performed was diagnostiv laparoscopy. There was no patient injury. The patient status is good. The bag film broken, "unraveled". The specimen was not within the bag at the time of bag breakage. The bag did fragment. The fragment was retrieved from the patient. During the use of the inzii, there were no other instruments being used. The bag broke after entry into the abdomen after going through the port. The port site was enlarged prior to the bag break. The port site was not enlarged or held open with an instrument such as a clamp. There are no photos available of the device, the device can be returned to company. Patient status: good. Type of intervention: opened another cd004 to retrieve the specimen